Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde. After installing the gde onto gde test station, applied both air and o2 supply and did not hear any internal leaks. With the assembly configured for system leakage testing, passed with only a -0.2cmh20 drop over 2 seconds. The assembly was then allowed to cycle for 1 hour while monitoring the performance of the assembly and was unable to reproduce neither the non-delivery nor a vent-inop condition. Began to cycle the power a total of 25 times and it powered on each time without any anomalies. Evaluated the uim. The front bezel and overlay damaged due to a corrosive liquid being sprayed onto it. This liquid was also found internally of the assembly. The uim was installed onto a known good top level unit and was powered on. The assembly powered on fine and no performance anomalies were found. After cycling the assembly for 30 minutes and was unable to reproduce a blank screen or a stop in ventilation. The covers were removed and all components were visually inspected and all connections were intact and only the power inverter assembly was found to have visible signs of high heat damage on the left side of the pcb. With the covers removed, began to physically manipulate the lcd cable during operation and was still unable to induce a failure. It is unknown whether or not the liquid ingress was a contributing factor but it is possible. Findings/root-cause: reported issue was not reproduced, found liquid ingress and the power inverter was found with high heat damage that may have been a contributing factor.

Manufacturer narrative:
(B)(4). Per the customer's request carefusion technical support shipped a replacement user interface module, and gas delivery engine. The alleged faulty uim and gde were received by carefusion on march 12, 2015, and is awaiting evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The customer contacted carefusion technical support to report that the user interface module (uim) on one of their ventilators goes off by itself during operation. According to the customer, the problem was intermittent. The customer also mentioned that the gas delivery engine (gde) on this ventilator also has a problem, because it does not deliver flow, and is alarming vent inop. The customer was unable to provide any error log information, because the screen was not powering up. The ventilator was not on a patient when the problem occurred. The customer requested to order a replacement gas delivery engine (gde), and user interface module (uim).